Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
Patient was implanted with prodisc-c at level c3-c4 on an unknown date. Status post, patient was involved in a motor vehicle accident, and follow up x-rays showed the superior endplate coming out anteriorly. Pdc was removed on (B)(6) 2011. Patient was revised to fusion at c3-c4. Hospital retained the implant.